Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft and an irrigation leak test. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use. This is consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.